Event description:
Pressure wire 5 was to be used, on removal from packaging, had a small bend near distal tip which was re-shaped and attempted to be used. On starting to wire the vessel, the wire had poor torque control characteristics and caused a dissection near the atrium which progressed distally requiring emergent percutaneous coronary intervention and stenting throughout the vessel, successfully sealing the dissection.